Manufacturer narrative:
No product will be returned for investigation. Product was discarded.

Event description:
In this event it is reported that waveone gold glider 015-02/25mm blister 3 us file broke during use. Case 1 of 2.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer not returning. Product not received at investigation site.